Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that device data was sent to engineering for review. As there was a concern over possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering reviewed the stored information and confirmed the device was depleting faster than expected. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that device data was sent to engineering for review. As there was a concern over possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering reviewed the stored information and confirmed the device was depleting faster than expected. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that device data was sent to engineering for review. As there was a concern over possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Engineering reviewed the stored information and confirmed the device was depleting faster than expected. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. The device was explanted and returned. No additional adverse patient effects were reported.